Event description:
Customer complaints: I was using the heating pad and it melted my sheets to my brand new mattress. Im attaching photos one with the lot number I was laying on the heating pad. It got so hot it melted my sheets to my brand new mattress.`